Event description:
It was reported that a 28mm amplatzer amulet left atrial appendage occluder was selected for an implant on (B)(6) 2021 using 14f amulet delivery sheath. The device was mis-sized due to patients anatomy and was too big for the appendage. The device was exchanged with a 22mm amplatzer amulet left atrial appendage occluder and delivered through the same sheath which was in the patient for more than 20 minutes. While introducing and pushing forward the 22mm amulet, but prior to deployment, an intracardiac thrombus of low echogenicity and high mobility emerged on the tip of the delivery sheath seen on trans-esophageal echocardiogram (toe) . The amulet device was removed from the patient and the thrombus was aspirated out of the delivery system. The patient had inr of 2.9 the day before the procedure, had taken the rivaroxaban 20mg as prescribed for a-fib, and received 7500 iu of heparin during the procedure. The delivery system and the 22mm amulet were exchanged for a new amulet 22mm and a new delivery system, and the amulet was successfully implanted. It was noted that the thrombus was observed only on the tip of the delivery sheath. No patient consequence reported and no additional information was provided.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
An event of "intracardiac thrombus of low echogenicity and high mobility emerged on the tip of the delivery sheath" was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
T was reported that a 28mm amplatzer amulet left atrial appendage occluder was selected for an implant on november 19 2021 using 14f amulet delivery sheath. The device was mis-sized due to patients anatomy and was too big for the appendage. The device was exchanged with a 22mm amplatzer amulet left atrial appendage occluder and delivered through the same sheath which was in the patient for more than 20 minutes. While introducing and pushing forward the 22mm amulet, but prior to deployment, an intracardiac thrombus of low echogenicity and high mobility emerged on the tip of the delivery sheath seen on trans-esophageal echocardiogram (toe) . The amulet device was removed from the patient and the thrombus was aspirated out of the delivery system. The patient had inr of 2.9 the day before the procedure, had taken the rivaroxaban 20mg as prescribed for a-fib, and received 7500 iu of heparin during the procedure. The delivery system and the 22mm amulet were exchanged for a new amulet 22mm and a new delivery system, and the amulet was successfully implanted. It was noted that the thrombus was observed only on the tip of the delivery sheath. No patient consequence reported and no additional information was provided